Event description:
Developed bacteremia with burkholderia - likely exposure to medichoice ultrasound gel -before recall notice was issued one of seven patients at our hospital with this infection - we had the affected lot numbers of medichoice ultrasound gel.